Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with an infusion set on the abdomen and a dexcom g7, after the cgm sensor detached and a replacement sensor was in warm-up while insulin delivery was interrupted for a low-insulin cartridge change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, as glucose later returned to range. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.